Event description:
A customer reported a discrepant testing result between unitray dqb1 hr (sku 451414) and their collaborator's sequencing assay. The original result obtained by unitray dqb1 hr was dqb1 03:03. The result obtained by sequencing was dqb1 03:30. Repeat testing using unitray dqb1 hr resulted dqb1 03:30 with a weak positive in lane 24. The test was repeated 2 more times, resulting in one instance of dqb1 03:03 and 1 of dqb1 03:30, again with a very weak lane 24 positive band. This event may result in a mistype. (B)(4).

Manufacturer narrative:
According to the customer report, the user of ssp unitray kit hr hla-dqb1 with taq (catalog number 451414, lot number 0151312016) may result in a mistype. The evaluation of this device is currently in progress. Results are pending the evaluation completion.